Event description:
Baxter's quality assurance (qa) department spoke with a home patient (hp) who regularly performs their automated peritoneal dialysis (apd) therapy with a homechoice machine and a standard homechoice set. This hp reported that prior to initiating the prime cycle, hp had noted that they had a leaky supply bag connected to the set. In an endeavor to correct the issue, hp disconnected the leaky supply bag from the supply line of the homechoice set and connected a new supply bag to the same supply line of the homechoice set. Per hp, no pt injury or medical intervention was associated with this incident.